Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an event during removal where infusion set needle stick was hard to remove on (B)(6) 2024. No further information was available.